Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician adjusted the pr3 to 41 cmh2o and performed the 2k preventative maintenance on the unit. The ddi calibrations were performed, and the unit's system was setup up according to performance checkout. There were no issues noted.

Event description:
It was reported to vyaire medical that the unit's driver was intermittently stopping. The customer was not sure if the mean airway pressure was holding. There was no patient involvement associated with this reported event.